Event description:
It was reported via a comment by a customer on a social media website, that the customer had laser done under her chin and it subsequently scarred her neck. Additional information was requested, however, no further information was provided.

Event description:
Additional information was recieved from the apyx medical employee clarifying the awareness date of the reported issue was recieved on july 20, 2021. No additional information was recieved.